Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that something was going wrong with the pump. The patient stated that they were in the process of weaning the patient off of the medicine so that the pump could be taken out. The patient asked if there was any kind of support group or someone they could talk to that had maybe gone through this before. The patient stated that they just spent all day yesterday in the ER (emergency room); they ¿couldn't go through the last 3.5 days that they went through again¿; and that they were going through severe withdrawal but nothing, even extra pain medicine, was helping. The patient also said that they ¿read online that there could be an issue with the battery getting a substance on it and then the pump would stall¿. The patient was redirected to their healthcare provider to further address the issue. When asked for the event date, the patient stated that it had been going on for almost a year and a half and that the issues were getting worse.